Event description:
Pt was admitted to the intensive care unit on november 30, 2001 with an admitting diagnosis of right pleural effusion. Pt was placed on a ventilator to assist with breathing. At 10:00 o'clock a.m. On event date the ventilator failed to function and an alarm alerted the staff on duty who rushed to pt's aid. Manual equipment was used to ventilate the pt while the defective ventilator was disconnected and replaced with another ventilator. No pt injury resulted.